Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colorectal procedure, intraluminal bleeding from the staple line was identified during sigmoidoscopy at the end of the case. The surgeon commented that he noticed irregularity in the anastomosis. He does not know if it is the cutline or staple line that contributed to the bleeding, but he believes that both the staples and the cutline were irregular. He could not describe the specific shape of the staples, just that they looked different. The bleeding was controlled with clips. There were no patient consequences reported.